Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead was returned with the stimulation end cut off and missing. No functional testing could be performed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form and opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including a surgical lead on (B)(6) 2011. It was reported the patient was feeling painful stimulation in his left arm. The reported pain pattern was bilateral arm and left shoulder. The lead was explanted on (B)(6) 2011. It was reported the patient may be reimplanted at a later date. No further complications were reported.